Event description:
The tip of the harmonic scalpel broke off during the procedure. The surgeon had to find and remove the tip from the abdominal cavity laparoscopically and then open and use a new harmonic scalpel. There was no pt consequence and or time was extended by 15 minutes.